Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative type 3a endoleak, type 1b endoleak, type 3b endoleak of the bifurcated stent graft is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. This was a cautionary product use case, however it is unclear if this was a contributing factor for the reported event. The final patient status was reported being fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a non-endologix (gore medical) bifurcated stent graft and two (2) (gore medical) iliac limb stent grafts to treat a right common iliac artery (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. It was reported that after the afx2 bifurcated stent graft and the first gore limb stent graft were implanted there was a type 3a endoleak noted. The physician ballooned the stent grafts, however, the endoleak did not resolve. The physician elected to implant a second gore limb at the junction of the bifurcated stent graft and the first limb stent graft. The endoleak did not resolve, therefore, the physician elected to implant a third gore limb stent graft but the endoleak did not resolve. Additionally, a type 1b endoleak was suspected which the physician elected to balloon but this did not resolve the endoleak. Additional imaging was preformed and determined the endoleak was a type 3b endoleak from the afx2 bifurcated stent graft. The physician elected to implant a gore medical bifurcated stent graft to successfully resolve the endoleaks. The patient was reported as being fine.